Manufacturer narrative:
Patient weight not made available from the site. On 03/15/2016 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 03/17/2016 software investigation completed. Findings are that analysis of the image determined the tracer pattern is not optimal for an accurate registration. Software is functioning as designed. Use error. No parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. The site did not have magnitude or direction of the alleged inaccuracy. This occurred during navigation, and after accuracy was verified. Navigation was discontinued as the surgeon deemed it was not needed for this procedure. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the surgeon, reported that after discussing the tracer registration pattern the surgeon made adjustments and has not had an issue with accuracy or registering. The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for tracer registration. There were no further issues reported.

Manufacturer narrative:
Patient weight was approximated to be (B)(6).